Manufacturer narrative:
This report is based solely on the customer reported issue. The headrest malfunctioned but did not require repair. Historical data did not find similar events in the last 24-months. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Hbo tech reported, approximately 18 months ago, they suffered an injury to the hand, which hand is unknown. This was due to the collapse of stretcher plate headrest while removing a patient from the chamber. The patient did not sustain any injury during the headrest collapse. The hbo technician's injury resulted in a cut to the hand and mild crush injury, which required medical intervention and physical therapy followed by workman's comp.